Manufacturer narrative:
Result: wheel. Retaining post.

Event description:
It was reported by service report that the retaining post was broken and one of the wheels were worn. No pt involvement or adverse consequences were reported.